Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. X-ray demonstrated heavy calcification on all three (3) leaflets and an intact wireform. Leaflet 1 had a tear near commissure 1; calcification was observed near the tear. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The clinical report of calcification was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Device evaluation is anticipated but has not yet begun. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on information received the cause remains indeterminable. A supplemental MDR will be submitted once the product evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25 mm aortic pericardial valve was explanted after an implant duration of two years, five months, due to calcification leading to degeneration. As reported, this was a coronary patient. Patient was reported as to be hospitalized in stable condition.